Event description:
Patient allegedly received an implant on (B)(6) 2017 via the right common femoral vein due to post deep vein thrombosis (dvt). Patient is alleging tilt, unable to be retrieved, embedment and filter bent. The patient further alleges ¿pain (side, back and abdomen), blood stool, very limited activity due to pain, missed work and activities with children.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿an ivc filter is slightly tilted. One of the struts projects slightly medial to the inferior vena cava. No retroperitoneal hematoma was seen.¿ per ivc filter removal operative report dated 14jun2017, ¿conclusions: unsuccessful ivc filter removal because tilted. Ivc gram showed no evidence of thrombus.¿ per intravascular vena cava filter retrieval removal operative report dated (B)(6) 2017¿ reoperative diagnosis: embedded ivc filter. Findings: cavagram demonstrating tilted ivc filter with superiorly angulated strut. Successful removal of ivc filter intact. Post removal cavagram without extravasation or immediate postprocedural complications.¿ per a second intravascular vena cava filter retrieval removal operative report dated (B)(6) 2017 ¿ivc venogram: no evidence of stenosis or filling defects. Retrieval: the filter hook/apex was engaged, the filter was sheathed and subsequently removed. Examination of the filter revealed the entire filter was removed. It was placed in a sterile container and sent to surgical pathology. Impression: successful removal of a celect ivc filter.¿

Manufacturer narrative:
Patient code(s): appropriate term/code not available (3191) was selected for the bloody stool. Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation: the following allegations have been investigated: tilt, unable to be retrieved, embedment, filter bent, pain (side, back and abdomen), blood stool, and limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported filter bent, pain (side, back and abdomen), blood stool, and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2017". It is alleged that "[pt] was injured without further explanation". Hospital and medical records have been requested but not yet provided.